Manufacturer narrative:
This report is for an unknown synthes universal spine system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: leferink, v. Et al (2003), functional outcome in patients with thoracolumbar burst fractures treated with dorsal instrumentation and transpedicular cancellous bone grafting, european spine journal, vol. 12, pages 261-267 (netherlands). The aim of the study is to describe the functional outcome of patients with thoracolumbar burst fracture who were treated operatively with pedicle screw internal fixation, transpedicular cancellous bone grafting, and dorsal spondylodesis. A total of 19 patients (10 male and 9 female) operated for a type a fracture of the thoracolumbar spine (t9¿l4) between 1993 and 1998, aged between 18 and 60 years, without neurological deficit were included in the study. The mean age of the respondents was 40.5 years (range 24¿57, sd 10.3). Operative treatment consisted of fracture reduction and internal fixation using the synthes universal spine system, combined with transpedicular cancellous bone grafting and dorsal spondylodesis. The following complications were reported as follows: 1 patient had deep wound infection. 1 patient had temporary bladder dysfunction. 1 patient had superficial decubital ulcer. 1 patient (a3.3 fracture) had additional stabilization of both segments done by dorsal spondylodesis. This report is for one (1) patient who had a deep wound infection and one patient had fracture that needed stabilization. This report is for an unknown synthes universal spine system. This is report 1 of 1 for (B)(4).